Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagus procedure, the patient expired due to aortic bleeding which resulted to blood loss of more than 500cc. It was also reported that blood transfusion was performed, and a tissue damage was observed.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.